Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up exam, post-paced t-wave oversensing was observed. Programming changes were recommended, but no changes were made at this time. The patient will continue to be monitored.